Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-58 lead, implanted (B)(6) 2010; 5076-52 lead, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) pocket had to be revised due to hematoma. The pocket was re-opened, cleaned and the ICD was placed sub-muscularly. No further patient complications have been reported as a result of this event.